Event description:
Livanova deutschland received a report that a heater-coolersystem 3t resulted positivities to high count after both after first and second bleaching cleaning. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
No information about patient involvement has been provided despite request from livanova representative, nor information about lab results for contamination nor cleaning procedure at customer site. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported, neither concerning trend has been identified. Since no information about nature of contamination (bacteria count or ntm), disinfection procedure at customer site and current status of the device has not been provided, the root cause cannot be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.